Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: during investigation, evidence of moisture was observed under the display screen. The pump failed a leak test at the display lens. The pump cover was removed and further moisture ingress was observed. Unrelated to the initial complaint, the battery compartment was cracked and the battery cap was damaged and had stripped threads. The cap was unable to fully attach to the pump; a test cap was used to complete investigation. Additionally, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was present behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.